Event description:
The device was used during a laparoscopic hernia repair procedure. Reportedly, the instrument did not fire and the handle broke. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.